Event description:
It was reported that patient experienced high blood glucose of 278 mg/dl event on (b)(6)2026 and it was treated with pump correction.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. .Reporting Site: 8021545.Manufacturing Site: 3003442380.